Event description:
It was reported that the patient has been feeling sick since (B)(6) 2023 with a decreased appetite due to an acute kidney injury (aki). The patient's creatinine level was 3.4. It was noted that this was a new condition for the patient and that it was unlikely that the aki was device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The cause of the kidney injury was thought to be related to gastroenteritis like illness. The patient experienced a decreased appetite and was dehydrated. The patient missed several days of antibiotics. The patient had a history of chronic kidney disease. The patient was discharged home on (B)(6) 2023 off of IV antibiotics and completed treatment. The patient underwent a right heart catheterization with no changes in speed. A bowel regimen was initiated for treatment of constipation.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. He heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists renal dysfunction as an adverse event which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.